Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic for a routine follow up. Upon review, the patient's right ventricular lead exhibited noise. The noise could not be reproduced in the clinic with isometrics and pocket manipulation. All other lead measurements were in range. On (B)(6) 2017 the patient presented with an electrically abnormal lead; lead fracture was suspected. On (B)(6) 2017 the patient's lead was extracted and replaced. The patient was stable post operation.